Event description:
It was reported that the patient experienced hypotension and an st segment elevation. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were used. The first was used kinked during insertion into the patient's tortuous groin. It was exchanged for a new was and an unknown 16fr sheath was inserted into the patient's groin for support. After transseptal crossing the was was inserted and crossed the septum. At this time the patient became severely hypotensive and had a "very big" st segment elevation seen on the echocardiogram images. The patient was given an epinephrine bolus and put on 100% oxygen. No air was confirmed or seen on any imaging during the procedure. The patient recovered after about 5 minutes and the procedure was completed with no other issues. The patient was discharged home as planned doing fine.